Event description:
An olympus employee reported that the scope had an air leak at the connector. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens was peeled off due to deterioration or breakage of the adhesive caused by chemical and/or physical stress. The reported event (air leak) was confirmed. There was a leak due to scratches on the video connector case due to external factors. In addition, angulation was insufficient due to elongation of the angle wire, there was rattling at the connection between the insertion pipe and operation part, the adhesive on the bending section cover was missing, the video connector was broken, the video connector case was cracked, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.